Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of allergic reaction could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report #: 1627487-2016-03287, 1627487-2016-03289. The patient ((B)(6)) received two leads with the same lot and two anchors with the same lot. It was reported the patient underwent surgical intervention to explant the scs system due to an allergic reaction. No further information is available at this time.